Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was no speaker sound. The customer tried increasing the pulse tones while being monitored and also remove the sensor to induce a sensor off alarm, but there were no audible sounds. Also no sound upon first powering on. The unit works fine including visual alarms activating. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using battery power, however, no sound was emitted when device was powered on, when alarm settings were adjusted or when the alarms were triggered. It was found that one of the speaker wires was broken off of the speaker solder point. The speaker wire was soldered back to the speaker and all audio functioned as designed.